Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one sealed enlite sensor. However, analysis is not required for sealed sensors due to sensors being expired. Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed with low readings.

Event description:
It was reported that the customer received the sensor error alert and calibration error alert from the sensor. The customer's blood glucose was 500 mg/dl. The customer declined troubleshooting for the high blood glucose and stated that she knew what the cause of the high blood glucose was. The customer confirmed that the sensors that she was using were expired. Advised that replacement sensors would be sent. Nothing further reported.